Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system explant for an unknown reason approximately one month post implant of the right atrial (ra) and right ventricular (rv) leads. The device, ra and rv leads were explanted with no information suggesting a new system was implanted. No additional adverse patient effects were reported. The product is in possession of the hospital. The return of the product as well as additional information has been requested. If information is provided in the future, a supplemental report will be issued.